Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens (iol) due to the patient experiencing "blurry vision, glare", and "visual disturbance". Additional information was requested.